Event description:
On (B)(6) 2009, the pt reported he received an occlusion on his insulin infusion device while trying to give himself a bolus. He stated he changed his insulin cartridge, battery, adapter, infusion headset and tubing. He said he tried to insert a new cartridge and he received an e10 (cartridge error) and the piston rod will not fully retract. He stated the motor sounds as if it is trying to return the piston rod, but the piston rod is moving. He removed the battery and inserted a new battery and battery cap, but the issue continued. The pt was assisted with setting up his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.